Manufacturer narrative:
The root cause of the reported problem was determined to be due to multiple shorted components in the power supply section of the man pcb assembly. The root cause for the shorted components could not be determined.

Event description:
It was reported that the device will not turn on. There was no patient use associated with the reported with the reported event.